Manufacturer narrative:
Batch review performed on 4 june 2025: lot 2409292: (B)(4) items manufactured and released on 25-jun-2024. Expiration date: 2029-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: few days after cemented uka, the tibial component subsides because the tibial bone gives way quite significantly. The surgeons, reportedly, suspect a traumatic event, denied by the patient, and indeed the aspect of the tibia is perfectly compatible with the sequelae of trauma. Our analysis cannot detrmine the real causes of the bone crash, but there is no reason to suspect a defective device. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 9 days from primary due to a subsided tibial component. The cause of the subsided tibial component is unknown. The surgeon revised all moto components to spherika components. The surgery was completed successfully.